Event description:
It was reported that there is right ventricular (rv) lead issue. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).